Manufacturer narrative:
The pump was returned to animas for eval and evaluated. The keypad appeared to be intact; however, the ok button was intermittently responding to user inputs, the up/down/contrast buttons required excessive force to activate during testing, the contrast key was inverted, the up/down/ok keys became inverted during testing and there was evidence of contamination under the key contacts.

Event description:
It was reported that the up/down arrow keypad buttons had to be pressed multiple times in order to activate the desired pump functions. The keypad is reportedly intact and the pump has not been exposed to moisture. There was no adverse event associated with this complaint.